Event description:
The customer reported screen becomes noised during service and maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: after replacing the u plug unit and cable, image is normal. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.